Manufacturer narrative:
The customer evaluated the ventilator and determined that the gas delivery engine needs replacement to fix the reported issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the MFR.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the gde. The assembly was received without any esd protection to which institutes the replacement of the air and o2 inlet pcba¿s, power driver pcba, tca pcba and inspiratory flow sensor assembly once the investigation is complete as a precautionary measure. The gde was installed onto gde test fixture and powered on there was no vent-inop condition however the gde gave a loss of air alarm with 50psi applied. After entering into service mode and reviewing the calibration of the air inlet pcba found the a/d counts stuck at mid-range indicating a damaged transducer on the air inlet pcba. After replacing this assembly with a known good the loss of air alarm was cleared and the calibrations are now reading appropriately. The following issues were not reproduced during or after troubleshooting the air inlet pcba: fail leak test, fail o2 sensor cal, blender bad cal error, tca data error bg header error, tca bad model number error, exp/insp temperature error header error, ifs a/d fault, tca a/d fault, low fio2 alarm and the auto triggering. After reviewing the calibrations of all transducers found the expiratory pressure transducer on the tca pcba a/d counts to have shifted positively 90 counts and after measuring the voltage output it measured 0.493mv which is out of specification and may get worse over time. Findings/root-cause: loss of air alarm was caused by a defective transducer on the air inlet pcba. All other reported issues were not reproduced. The expiratory pressure transducer on the tca pcba output voltage was out of spec causing the a/d counts to shift.

Event description:
The customer reported that the ventilator auto triggered and fail the leak test. No pt involvement.